Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the pc unit malfunctioned while the rn was transporting the patient for stat CT scan for a code stroke and had to travel to pediatric CT scan department. It was noted that the patient was no three vasopressors: levophed, vasopressin, and epinephrine, and two of which were being used with the malfunctioning pc unit. While on the way to CT scan, the pc unit provided an alert that all channels were going to turn off due to insufficient battery power and then all channels and pc unit turned off without a warning. It was mentioned that the device had not been audibly or visually alarming that it was going to run out of power. The device just showed a one-time message before turning off. It was then reported that the clinician was travelling with another four channels and pc unit and the rn was able to switch two of the vasopressors off of the malfunctioning pump. In doing so, the rn was able to turn off the insulin drip and fluid. There was no patient impact.